Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, only the connector portion of the lead was returned in one piece. An external insulation abrasion was found at the proximal region of the lead breaching the optim sheath. Unable to measure the actual length of the abrasion due to the lead body was cut in this region consistent with procedural damage and the other portion was not returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the external insulation abrasion was consistent with friction to the device can.